Event description:
A customer reported, they felt their blood sugar level was low and therefore, wanted to take their glucose reading on their precision xtra. However, it was reported the meter would not turn on when the button was pressed, nor would it turn on when a strip was inserted. As a result, customer got up to have some breakfast at which point they experienced a hypoglycemic event and suffered symptoms of loss of the use in their arms, legs and speech. Customer's father called the paramedics who on arrival diagnosed the customer was suffering from severe hypoglycemia and treated him with glucagon. It was reported customer did not lose consciousness and required no further medical intervention. In addition, customer reported he has been having the meter for about 18 months and has not changed the batteries since then. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Complaint is not confirmed. Performed investigation using returned meter and approved test strips lot 42704 exp date 03/2009. Returned battery was replaced with a lab battery. Meter did power on with button depression. And did power on with strip insertion. Blank screen was not observed.